Event description:
It was reported that the right ventricular (rv) lead of the implantable cardioverter defibrillator (ICD) system exhibited high pacing thresholds. It was observed that blood was present in the rv channel of the ICD header and the ICD was explanted and replaced without complication. The ICD was returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. High power visual inspection of the header noted a hole in the rv seal plug, which allowed blood to flow into the rv lead barrel. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
It was reported that the right ventricular (rv) lead of the implantable cardioverter defibrillator (ICD) system exhibited high pacing thresholds. It was observed that blood was present in the rv channel of the ICD header and the ICD was explanted and replaced without complication. The ICD is expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.